Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high and low blood glucose readings. The customer's blood glucose reading was 45 mg/dl. The customer treated with orange juice. The customer's current blood glucose is 231 mg/dl. The customer treated high readings with manual injections. The customer declined to troubleshoot for high and low readings.